Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm. The vessels were moderately tortuous and moderately calcified. The pt had an endarterectomy on the left common femoral distal to the insertion point prior to the implantation of the stent graft. It was reported that the pt returned to the operating room later in the evening with a cold right foot. The CT demonstrated that the right iliac limb was occluded. The physician used an angiojet in the iliac limb and modeled with a less complaint balloon and an endarterectomy of the right common femoral distal to the insertion and the occlusion was resolved. No intervention was performed and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: arterial and venous occlusion. Moderately tortuous and moderately calcified.